Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reporter that during a vitrectomy with endo laser procedure an ophthalmic system displayed system message 5400 and exhibited vitrectomy cutter was not worked. The surgery was completed using another system with no impact on patient.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to the reported event. The nonconforming component of the vitrectomy valve was replaced. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming component of the vitrectomy valve. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).